Event description:
It was reported that a patient implanted with an impella cp experienced low suction/low flow. Upon explant of the pump a large blood clot was found at the inhalation site.

Manufacturer narrative:
A4 is unknown. The impella passed all post sterile inspection checks. The root cause of the thrombosis/thrombus was unable to be determined due to insufficient clinical details. The pump was not returned for investigation. The cause of the suction issue was most likely related to biomaterial ingestion, based on the provided clinical information.